Manufacturer narrative:
Unknown taper. Device labeling addresses the reported event as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have "saline infused, this showed that there was a part of the balloon which had ruptured along where the seam lines near the end of the band. This was tested multiple occasions and confirmed to be the spot. It appeared to be catastrophic failure of one of the seals of the bands and was not even a slow leak." Patient was gaining weight. The device was explanted.

Manufacturer narrative:
Unknown taper. Supplement #1 - medwatch sent to the FDA on 10-aug-2017. Device evaluation summary: the device was returned to apollo for analysis, and visual examination was unable to confirm the connector type. Black particles were observed on the outer surface of the band shell, near the buckle. Brown discoloration was observed on the band shell, ring, and band tubing. A leak test was performed and leakage was observed from the end plug. Under microscopic analysis, the band tubing was noted to have a surgical end cut, consistent with device removal. A smooth-edged opening was observed that ran the entire length of the end plug/shell junction. This finding is consistent with a potential workmanship issue due to the lack of adhesive. A device history record (DHR) review is unable to be performed as attempts at gathering device serial/lot number were unsuccessful.